Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device displayed a "self check failure -1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed a foreign substance which compromised the investigation. The manifold, the tubing on the smart pneumatic module board, and the compressor were replaced as a precaution. The device was rectified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.